Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. The device event code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00487. This event occurred in (B)(6) .

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record (DHR) reviewed. Reviewed package insert. The product was not returned for evaluation. From the current package insert for this product, "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, non-union, or excessive weight". The DHR has been reviewed and indicates that product met specification when manufactured. Without the return of the product additional investigation is not possible. Conclusion: no conclusion can be drawn. Product not returned for evaluation.